Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 18-jan-2016, an fse conducted on-site follow-up with the customer. The fse observed that the customer had placed a tube on the analyzer that was not centrifuged properly and the sampler became stuck in the gel separator. The fse flushed and cleaned the sampler, removed a sample tube that had fallen inside the instrument, checked the level sense and returned the instrument to normal operation. The most probable cause of the reported event was due to a clogged sample nozzle.

Event description:
On (B)(6) 2016, a customer reported missing sample tube error 2062, speciment level detection error 4224, main arem z-axis error, and 2034 main arem control start delay on their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.